Event description:
A report was received on 28 feb 2025 from a risk manager at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on an unspecified date in (B)(6) 2025 and fluid got into the nurse's eyes. Although requested, additional information was not provided. There was no report of medical intervention being required.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer.